Event description:
It was reported the wrong drug concentration was added to the patient's pump. The patient's pump was accidentally filled with 2000 mcg/ml lioresal instead of 500 mcg/ml. The health care professional (hcp) found the mistake right away and removed the 2000 mcg/ml lioresal minutes after it was filled. The hcp rinsed the reservoir twice with 10 ml of preservative free normal saline and then rinsed with 10 ml of 500 mcg/ml lioresal. The final outcome was the correct medication was put in the reservoir and there was no adverse event to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).